Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr4-6-40-10 pusher wire was returned for analysis inside a sealed biohazard bag and inside a shipping box. The solitaire stent was not returned. Damaged location details: the solitaire fr4-6-40-10 pusher inner wire was observed to be broken at the distal end of the marker coil. The marker coil was in good condition. No other anomalies were found. Testing/analysis: the solitaire fr4-6-40-10 pusher inner wire broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end exhibits evidence of dimples rupture features, consistent with a tension overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the returned solitaire fr4-6-40-10 pusher inner wire was broken. The broken end failed via tension overload. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal. In this event, the customer reported that the vessel tortuosity was normal, two passes were made with the device, and the patient did not have vessel stenosis proximal to the thrombus site, which rules out vessel tortuosity, a higher number of device passes, and pre-existing conditions (stenosis/calcified plaque) as possible causes. Therefore, delivery and retrieval friction, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), hard clots/thr ombus entanglement, improper stent/catheter alignment, or microcatheter removal could have contributed to the reported separation. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a wake up stroke, 5 days post open heart surgery. Left ica terminal/m1 thrombus. There were two aspirations with sofia 88 without success. Healthcare provider (hcp) changed to combination, and placed the solitaire in the left m2 down to distal carotid. Hcp advanced the sofia 88 to proximal part of the solitaire to pinch it. Under aspiration the sofia 88 was pulled out. Opened distal ica and partially m1 was recanalized. A second thrombectomy was done. There was separation. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There were two passes made using this stent. There was no friction or difficulty during the procedure. The microcatheter tip did not cover the stent proximal marker during retrieval. The stent remained in the patient at the left internal carotid artery (ica) terminus and left m1. There was no surgical or medicinal intervention required. The pushwire will be returned for evaluation. The physician did not attempt to detach the stent. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient's medical history includes on (B)(6), having open heart surgery, heart valve exchange with sternum split. The patient is alive with injury, larger part of left mca territory is manifested infarct, afasi, can say yes and no and speak in short sentences and takes instructions, right arm paralysis, light paresis in right leg. The patient was undergoing surgery for treatment of an ischemic stroke in the left terminus internal carotid artery (ica). The patient's baseline modified rankin scale (mrs) score was 1, and baseline national institutes of health stroke scale (nihss) was 17. The patient's nihss score post procedure was 17. The patient's baseline tici score was 0 and post procedure score was 0. It was noted the patient's vessel tortuosity was normal. IV tissue plasminogen activator (tpa) was contraindicated. There were two passes with the device. The parent vessel was the ica with a diameter of 4.5 mm. The branch vessel was the middle cerebral artery (mca) with a branch vessel diameter of 3 mm/ the stroke onset to reperfusion time was unknown due to wake up stroke.

Manufacturer narrative:
H3: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a second thrombectomy was done because the vessel was not yet open. It was noted that the symptoms were a result of the stroke and not caused by the device. The vessel was occluded and it was not possible to reopen it. The cause of the separation was not determined.